Event description:
0730 port infiltration with swelling at site with normal saline push. No blood return. 5/5/97 intravascular foreign body extrusion form tricuspid valve lying in the rt ventricle and the other lying in the hepatic vein. 5/9/97 removal of old port. A-cath-implantation of a new rt subclavian port a cath.